Event description:
Two endeavor sprint rx drug eluting stents were implanted in the distal lad. Approximately 30 weeks post the index procedure the patient presented with non st elevation mi (myocardial infraction). Pci (percutaneous coronary intervention) was carried out, 2 other brand stents were implanted one in the left main and one in the 1st obtuse marginal. The investigator has indicted the event was not related to the study device. It is reported that patient recovered with treatment. (Reference MFR # 9612164-2012-00047).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infraction).